Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set was leaking at the site. The infusion set was in use for three days. No further information available.

Manufacturer narrative:
Initial and final (B)(4).- device 2 of 2. E1: patient city: (B)(6). Patient country: united states.